Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and severely calcified lesion located in the distal lad with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated using a 1.5 x 12mm and a 1.5 x 25mm balloon. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the devices. Excessive force was used. It was reported that the stent failed to cross the lesion and stent deformation occurred in vivo during positioning. The stent could not pass through the lesion because the lesion was angled and calcified. During the positioning the shaft was kinked/bent. No patient in jury reported. The procedure was completed. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.